Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2010 the pt felt the implantable neurostimulator charged normally for the first 4 months after implant, but since then the device depleted much quicker, even after fully recharging the battery. The device battery went from full to empty in 8 hours. The pt wasn't able to recharge at all. Problems with recharge coupling were the primary reason for over-discharge. When the antenna locate feature was used a power on reset message displayed. Maximum coupling was achieved. The pt was told how to clear the message. The recharger belt was broken. The pt was directed to the (B)(6) for replacement of the belt. Half a year later the pt reported a similar problem. The recharger was unresponsive to telemetry attempts by the physician and pt programmer, and recharger. An implantable neurostimulator over-discharge was suspected. After using the antenna locate feature a power on reset message displayed. After a minute, the intended recharge screen appeared. The implantable neurostimulator was recharging. The power on reset condition was cleared. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.